Event description:
Three lemaitre, pruitt-inahara carotid shunts catalog number ref 2000-19, from two lot numbers had ruptured balloons. Two from lot number 1040505-03, one from lot number pis1194. They failed during pretesting. Dates of use: one day in 2007.